Event description:
According to the rptr: the pt has a strong exuminous reaction around a wound site after having had abdominal surgery for prostate cancer. The impressive reaction was steroid responsive, which favors a hyper sensitivity etiology. Indermil wound glue was used to close the wound. After several months of poor healing and drainage and pain at the wound site, the pt returned to (B)(6) and had the entire area reexcised. After the reexcision, the healing has been much more rapid. However, there is a slight dermatitis at the wound site, which may possibly be secondary to residual glue in the wound.

Manufacturer narrative:
(B)(4).